Manufacturer narrative:
The incident has been reported to MFR on 07/30/2010. Results of analysis will be developed in a f/u report.

Event description:
Since the initial pressure setting was 80, the doctor changed the setting to 110 and then 140 but the situation did not get better. Therefore, the doctor replaced the valve with spv-300 on (B)(6) 2010. The doctor has been using polaris many times, but never experienced such a case. He would like to know if the valve is faulty.